Event description:
It was reported to philips that the device was not starting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting up correctly and that there was no image on the flexvision pc. During troubleshooting, fse found that the flexvision pc was not starting up and had to be started up by pressing the button manually. Further analysis indicated that the basic input output system(bios) battery was empty due to which the auto-boot configuration had been lost. To resolve the issue, fse replaced the bios battery and configured the auto-startup correctly. After a restart, the system was returned to good working order. The codes were updated based on the investigation outcome.